Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer's blood glucose level was 85 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and were able to complete pump rewind. The customer stated that the self test did not pass. The customer also stated that this is the second occurrence of the error. Customer was advised insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to a broken solder joint found on pin 6 of the ambient light sensor.